Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30 day medwatch report, additional information was received which noted that the patient initially presented to the emergency department on the evening of (B)(6) 2015 with angina and chest pressure which was diagnosed as a non-st elevation myocardial infarction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: dilatation catheter: flash balloon; stents: xience alpine 3.0mmx18mm, four graftmaster stents (sizes 2.8x16, 3.5x19, 3.5x16). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported stent graft leak and reported patient effect cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that there was a coronary perforation in the right coronary artery caused by an ostial flash balloon. Four graftmaster stents (sizes 2.8x16, 3.5x19, 3.5x16, 2.8x19) were required to seal the perforation. After implantation of the 4th graftmaster, the perforation still was not sealed and the patient was taken to surgery to regain flow, but it was too late. The patient expired from the perforation. No additional information.